Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 3 months after the dental implant was placed in ada site 31 in the mouth, it had not achieved integration. Clinician reports non-compliance, peri-implantitis, sinus perforation, mobility, bleeding, and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 3 months after the dental implant was placed in (B)(6) site 31 in the mouth, it had not achieved integration. Clinician reports non-compliance, peri-implantitis, sinus perforation, mobility, bleeding, and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.